Event description:
Customer reported a past high blood glucose event with an unknown cause. Specific blood glucose value was not available as it was displayed as "high." To address the issue, the customer took a corrective injection via multiple daily injections and changed out the infusion set. No third-party assistance was needed.